Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening. A leak test was perform and were found five openings. A microscopic analysis identified: five curved striated openings on anterior and posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.